Event description:
It was reported that the patient was an in-patient and had received a pacemaker due to heart block. Pauses were noted along with elevated thresholds and the patient underwent revision of the right ventricular (rv) lead the day after implant. Subsequently, lead measurements were good. The following saturday, the patient presented with shortness of breath and a pericardial effusion was suspected; however, upon attempting to drain the fluid, none was observed. It was determined that the patient had a large fat pad around the heart which resembled effusion on imaging. The rv lead remains in service and no additional adverse patient effects were reported.